Manufacturer narrative:
The quality engineering manager asked for the returned device to be forwarded to an r&d engineer for further inspection and analysis. The engineer identified that while the anchor was deployed, it was not fully deployed. The inner part of the anchor never "locked" on the ledge that prevents it from backing out. It is obvious that the surgeon was unaware that the anchor was not fully locked down. Some possible reasons for this occurring could be an off access approach or the pilot hole being too small based on the size of the tendon being secured. It is clear is that the device was not locked and then failed post-operatively.

Manufacturer narrative:
Corrected data includes: device analysis, failure mode, CAPA reference and product family history. The used/damaged tenolok tenodesis anchor was received for evaluation from the user facility. Visual examination notes the anchor body, spreader and suture loop were returned in two separate pieces. The inserter/driver assembly was not returned. Examination of the anchor body and spreader found no damage or evidence of breakage. The separation of the spreader from the anchor body most likely occurred during the removal process. No evidence was observed that indicated an issue with the design or manufacturing of the device. Due to the condition of the returned anchor and without the inserter/driver, the root cause of the anchor pull out post-operatively could not be determined. The failure mode has been determined to be implant pull-out. The CAPA referenced in the previous report (follow-up #1) is unrelated to this event and device failure mode. The product family history has been revised to reflect the failure mode of implant pull-out. A 2-year review of this product family history shows there have been a total of 3 complaints for implant pull-out. This is the only adverse event report for this failure mode since dec-2015. During this 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4).

Manufacturer narrative:
The used/damaged tenolok tenodesis anchor was received for evaluation from the user facility. Visual examination of the returned anchor body and spreader and the suture loop found that both items were returned separated from the inner tube. The assembly, peek 6mm suture anchor was not returned. The root cause of this implant breakage and pull-out was not determined. Lot number 755611 was manufactured on 01-jul-2016. Of the lot containing (B)(4) units, there have been no other similar complaints received. A review of the device history record (DHR) found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to the reported problem. A 2-year review of the product family history for this device shows there have been a total of 19 complaints for implant pulled out and/or anchor breakage. There have been a total of 5 adverse events reported since dec-2015. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). This failure mode is addressed in the dfmea and the safety risk has been found to be acceptable. The tenolok anchors were released in dec-2015 and the use of this product is technique dependent. To address an increasing trend for tenelok complaints, with most complaints due to anchor breakage; a CAPA investigation was opened. Based on the investigation results of the CAPA; the failure may occur if no consideration was taken to what size of the anchor and drill bit should be used on the patient tendon size. The IFU does not recommend what anchor size to use for the patient tendon size. This CAPA is currently in the implementation phase with all corrective actions expected to be completed by april 31, 2017. The reported problem will continue to be monitored via the complaint system to ensure product safety. The instructions for use (IFU) provides the user with the following contraindications, warnings, and precautions: contraindication - pathological conditions of bone which would adversely affect the tenolok tenodesis anchors. Warning - preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. Surgeon must choose proper implant size based on specific procedure and patient history. Precautions: - ensure the anchor is properly seated on the driver tip prior to and during implantation. Ensure the free ends of the suture are securely locked in place around cleat on delivery handle. Avoid lateral loading while inserting the device. - maintain proper alignment during insertion of the anchor and disengagement of the delivery handle. Proper orientation and alignment of instruments is important during implantation of the tenolok tenodesis anchor to minimize possible breakage of the anchor. Breakage of the device is possible if: the bone preparation device is not inserted to the proper depth; the device is not properly aligned with the pilot hole; the device is loose or not securely attached on the delivery handle; the device inserter is used for prying; the device is advanced too deep; a small amount of forward pressure is not applied while rotating the handle.

Manufacturer narrative:
As reported, the product is expected to be returned for evaluation. However, as of this filing, the used tenolok tenodesis anchor has not yet been returned from the user facility. A supplemental and final report will be filed upon receipt of the device and completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported the 6.0mm tenolok tenodesis anchor was implanted during the initial biceps repair surgery on (B)(6) 2016. Post-surgery it appeared the anchor pulled out of the placement site. A second surgery was performed on (B)(6) 2016. The surgeon found both parts of the anchor had separated. The anchor was removed without issue and the procedure was re-performed using a larger pilot hole and another anchor. The procedure was reported to have been completed without complications. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.